Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the monitor would not work on battery power. An alternate device was employed for the procedure. The user reported that the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.